Event description:
Report received from the USA regarding a motor device. It was discovered that during ear nose and throat surgery that the device was "getting hot". There was no delay in surgery. An identical spare device was available and the surgery was completed successfully. No injuries or medical intervention were reported. All available information has been disclosed. No further information is available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition could not be duplicated and could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).